Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician noticed a fracture in the 5max ace catheter and it was removed. Upon removal from the packaging, a new 5max ace catheter was found fractured and was not used. The physician advanced a new 5max ace catheter, however there was a fracture near the hub. The physician used a tegaderm bandage and held his finger over the fracture. The procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00335, 00336. The hospital discarded the device.